Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customers mother reported that the insulin pump received a no delivery alarm. Customers blood glucose level was reported at 339 mg/dl. Product may be replaced. No further information provided.